Manufacturer narrative:
Product event summary: manufacturer's analysis could not replicate the customer comment that the device would freeze, however the comment was confirmed due to several overheating messages being found in the logs. The micro processor unit (mpu) board was replaced, and the hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow, and the display screen would stick/freeze. The programmer has been returned for repair. There was no patient involvement.